Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results and to update device available for evaluation?. The device is no longer available. The device was not returned for evaluation. An evaluation of the complaint sample could not be performed due to the sample being unavailable. The exact cause of this event is unable to be determined since the product was not available for evaluation. In absence of information like patient vascular health or anatomy and user technique, no deduction can be made for the root cause. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The same user facility reported a similar event for other devices with the same product code/lot number combination, see MDR 2243441-2017-00028. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device not received.

Event description:
The user facility reported pullout with the involved angio-seal evolution device. The following information was provided by the user facility: the experienced tech felt the evolution device stuttering as she pulled back; the angio-seal device completely came out of the patient; manual compression held; blood loss was reported to be less than 250cc; the procedure was successful; and the patient was unharmed.